Event description:
The patient underwent a successful embolization of an aneurysm in the posterior communicating artery in 2007. Neurological assessment pre and post procedure on the rankin scale was 1. The patient experienced a transient ischemic attack the following month, requiring treatment with "medication, continued hospitalization, CT, CT perfusion, and MRI/mra."

Manufacturer narrative:
The device remains implanted in the patient and will not be returned for evaluation. There has been no response to requests for further information.